Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, a worn dso seal, damaged battery compartment, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause is a contaminated expulsor, valve, and expulsor foam. The expulsor, valves, and expulsor foam were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed volume testing. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.